Event description:
It was reported that a cartridge alarm occurred. Reportedly, customer went to the hospital due to "not feeling well"; however details and nature of hospitalization were not provided. Customer reverted to an alternate method of insulin therapy. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.